Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via vibratory notification from merlin.net transmission. Upon review, the right atrial lead exhibited low impedance and reproducible noise. No intervention was performed. No further information was available.